Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg stopped provding therapy. It is unknown if the ipg depleted normally or prematurely. In turn, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information recived stated that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
A4 patient weight added to the report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.